Event description:
The device was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code and a "ventilator inoperative" code were found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issues.